Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial lead had observations of noise that was oversensed by the minute ventilation sensor causing atrial tachy response (atr) episodes. The clinic did not want to reprogram the device to try to mitigate the issue. There was no report of high impedances. The device remains in-service. No adverse patient effects were reported.